Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock. The device was reprogrammed to the primary sensing vector. This s-ICD system remains in service. No additional adverse patient effects were reported.